Event description:
MFR's internal reference: pcs-6305

Event description:
The patient was initially monitored (in ped-mode) by the company's sc9000xl. The spo2 value was monitored to 60%. Since this patient was well known to the clinicians and all other values taken into consideration, they expected approx. 80%. Then they used a third party monitoring equipment with the same probe (nellcor) and the value was 80%. The hospital techinican then monitored themselves on sc9000xl with normal algorithm being the source of this incident.